Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that insulin was not observed exiting the infusion set tubing. Infusion set tubing and cartridges were changed multiple times before insulin drops were observed. Pump system check was performed with tandem technical support; no device issues were observed. Reportedly, customer loaded new pump supplies onto the pump and resumed insulin delivery. Blood glucose was over 500 mg/dl with a moderate level of ketones. Insulin injections were administered to address bg.